Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31367428l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ¿ paroxysmal ablation procedure with a varipulse¿ bi-directional catheter and the physician noticed thrombus on the catheter after ablation. The thrombus was located at each of the ten electrodes between the electrode and blue catheter shaft. Additional information was received. It was reported that transesophageal echocardiogram (tee) was done before transeptal with no evidence of thrombus. Pulmonary vein isolation (pvi) only using varipulse¿. The activated clotting time (act) was above 350 during the procedure, from pre-catheter insertion until post-catheter removal. The physician noticed mid-case that the varipulse¿ catheter had become mistakenly disconnected from irrigation. It was unknown how long it had been disconnected for. It was immediately reconnected to the irrigation line. The physician noticed thrombus in the catheter at the end of the procedure. The patient did not experience any adverse event. The procedure was completed without any problems.